Manufacturer narrative:
(B)(4)

Event description:
It was reported that lead dislodgement was observed. It was noted that the patient was experiencing shortness of breath and was a suspected twiddler. Loss of capture was also noted. The lead were explanted. The patient was stable post-procedure.